Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. Intravascular ultrasound was performed. Following pre-dilatation, a 3.00 x 20 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the proximal shaft broke approximately 20cm from the hub. The broken portion of the device was still outside the patient and so the physician was able to completely remove the device. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: synergy ous, 3.0x20mm, stent delivery system was returned for analysis. A visual examination of the crimped stent identified no issues. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal markerbands. The mid crimped stent outer diameter was measured and was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device revealed a hypotube break at approximately 252mm distal to the distal end of the strain relief. There were multiple hypotube kinks noted. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. Intravascular ultrasound was performed. Following pre-dilatation, a 3.00 x 20 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the proximal shaft broke approximately 20cm from the hub. The broken portion of the device was still outside the patient and so the physician was able to completely remove the device. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.